Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported on their "right side, I have more sensation than my left side. My left side isn't up to par. I can barely feel it." This had been happening "on and off for about a month or so.&#63489;" a loss of therapy and intermittent stimulation in the wrong location was reported. The patient programmer (pp) was used which indicated that stimulation was on. When asked if they had the ability to control different sides of their body, the patient stated she could only turn it up and down, but this didn&#62752;resolve the reported issue, and they didn&#62752;have another group to try. Relevant medical history includes non-malignant pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.